Manufacturer narrative:
Additional information: age or date of birth,weight,ethnicity:not applicable as there was no patient contact. Date implanted: not applicable, as there was no patient involvement. Date explanted: not applicable, as there was no patient involvement. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when opening packaging, half of the pre-loaded intraocular lens (iol) looked like it was missing/damaged iol; there was no patient contact. It was confirmed the inner pouch looked normal when received. The procedure was completed using back-up lens with the same model and diopter size. Patient outcome post-procedure was reported as: went fine and patient is well. It was reported the iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 22-jul-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half (one half missing). The lens was cleaned, and a scratch was identified on the lens. Based on the return condition of the lens, no further product evaluation could be performed. Complaint issue ¿dc-lens damaged¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.